Manufacturer narrative:
The device was evaluated by olympus. The reported problem was confirmed. The evaluation found loose parts in the angulation system. The parts were determined to be from the device's previous angulation system and were found in the new angulation wires. The investigation is ongoing and a conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model pcf-h190dl, evis exera iii colonovideoscope to olympus for repair due to a report of "the angulation is too hard." As reported to olympus, the problem was identified immediately after return of the device following service. Upon inspection and testing of the returned device, loose parts were noted in the angulation system. This report is submitted for the malfunction of loose parts in the angulation system. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional initial reporter information. Updates to sections.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the screw that should have been attached loosened and came off due to inappropriate work at repair center. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Preparation and inspection_ inspection of the endoscope inspection of the bending mechanisms_ warning: if the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination." Olympus will continue to monitor the field performance of this device.